Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator stopped cycling during patient use. There is no report of serious injury or death associated with this report.

Manufacturer narrative:
(B)(4). The customer service engineer (cse) was unable to duplicate the reported issue. Due to customer concerns and as a precautionary measure, the cse ran and the unit passed the short self test (sst), extended self test (est), electrical safety test, all calibrations and a performance verification according to manufacturer's specifications at the time of service. Note: the customer will run the unit on a test circuit and lung for 24-48hrs before returning it to patient use.